Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2006, the patient presented with chest pain, shortness of breath, and diaphoretic. Access was obtained via the right femoral artery. The 90% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was not predilated. A 3.5x12 mm taxus express2 stent was implanted, inflated to 14atm for 15 seconds. There was an excellent angiographic appearance with a 0% residual stenosis. Medications given included: heparin and ntg. In (B)(6) 2010, the patient presented with severe chest and arm pain, shortness of breath, diaphoresis, nausea, vomiting, chills, and palpitations. Access was obtained via the right femoral artery. A st elevated myocardial infarction and 100% occluded mid lad stent was identified. A 2.5x12mm apex balloon was used to dilate the lesion, inflated to 14-16atm. A 2.5x15mm non-bsc balloon was inflated twice to 12-16atm for 18-20 seconds. A 3.5x15mm non-bsc stent was implanted, inflated to 18atm for 35 seconds. Medications given included: heparin, integrilin, and nitroglycerin.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).